Event description:
It was reported that the patient experienced a 44 second episode of ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) undersensed the vf due to the morphology (highly variable amplitudes) and shock therapy was not delivered. Technical services recommended assessing programming. The crt-d remains in service and no adverse patient effects were reported.